Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent identified struts lifted in the mid- section of the stent. This damage likely occurred while attempting to advance the device through a calcified lesion and subsequently withdrawing it during the procedure. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19jun2019. It was reported that crossing difficulty were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 2.75mm x 34mm, concentric, de novo target lesion was located in the mildy tortuous and mildly calcified left anterior descending artery. After crossing with non-bsc guidewire, pre-dilation was performed with a 2.5x15mm maverick balloon catheter. Following pre-dilatation, a 2.75mm x 38mm synergy ii des drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was removed from the patient's body and the procedure was completed with a 2.5x28mm promus element stent. No patient complications were reported and the patient's status was stable and responding well to medicines. However, returned device analysis revealed stent damage.